Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by the customer on (B)(6) 2024 that the customer was implanted the device ar-1318rt and now has an allergic reaction. This was noticed after the surgery. The material specifications were forwarded to the attending surgeon. No further information received. Update dw 19-nov-2024: further information was provided that the initial surgery was performed on (B)(6) 2024. It was further reported that the allergic reaction was noticed at the scar of the right thumb where the device was implanted. No further information are currently available.

Event description:
Update kpilz 04-feb-2025: further information was provided that the revision surgery was performed on (B)(6) 2025. The anchor including the suture material was removed. When the wound on the thumb has healed further tests will be performed.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.